Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 411 mg/dl the time of the incident. Other blood glucose values were 63 mg/dl, 400 mg/dl. The customer was treated with manual injection or insulin pen. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated auto mode feature was not active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Approximate size of air bubbles were soda pop or champagne size. The device will not be returned for analysis.